Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while inserting the syringe needle into the cartridge septum, a piece of the septum became separated. There was no reported impact to customer's blood glucose. Reportedly, customer replaced cartridge and needle.